Manufacturer narrative:
H3 and h6 codes, updated. The suspected device was returned for evaluation. The event history log (ehl) could not initiate pump on application mode to review event log. The device was visually inspected and found downstream occlusion (dso) seal delaminated, upstream occlusion (uso) seal dented. Customer complaint of ¿pump encountered error code 44005¿ confirmed through pump power up test. The cause of the reported issue was due to printed circuit board assembly (pcba). Replaced the pcba to correct the issue. Performed dso/uso sensor calibration. Updated the software and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump encountered error code. There were no patient involvement and no patient harm/adverse event reported.